Event description:
It was reported that the ilet pump¿s sleep/wake button became unresponsive, the device would not power on when placed on the charger despite a solid green charger light, the user felt no vibration feedback when holding the wake button, and the pump felt warm when removed from a pocket; a replacement device was arranged and education provided on shutdown, data handling, return, delivery timeline, and continued cgm use. Symptoms included none. Outcomes included prolonged hyperglycemia with a highest blood glucose of 256 mg/dl for approximately three hours, with no successful correction, no alerts from the device, and non-medical assistance provided by the user¿s spouse. Investigation included remote troubleshooting, verification of device identifiers and shipping information, and user guidance on shutdown and data sync.investigation of this device was received and revealed not being able to replicate an unresponsive wake/sleep button consistent with a hardware malfunction affecting the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was not a device hardware failure of the wake/sleep button assembly. This is b5 but there was no fault found.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."